Event description:
It was reported that the left ventricular (lv) lead had dislodged from its original lateral vein location into the main coronary vein. According to the patient, symptoms of malaise and dyspnea on exertion had returned. The lv lead was removed and replaced. During the lv lead explant, the guidewire did not pass easily through the lead's inner lumen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Concomitant medical products: dtba1d4 biv ICD, implanted: (B)(6) 2014; 5076-45 lead, implanted (B)(6) 2014. (B)(4).